Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Section h4 manufacturing date has been updated.

Event description:
The customer contacted heartsine to report that their device was not responding to on/off button presses before using it on the patient. This issue may prevent the device from providing therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Heatsine continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Heatsine contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device was not responding to on/off button presses before using it on the patient. This issue may prevent the device from providing therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.